Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to ensure the pump was not connected to a power source, confirm the pressing technique, and was ultimately provided a replacement pump. The customer was advised to place the problematic pump into storage mode before returning it and agreed to return it using a pre-paid label within 10 days.